Event description:
The customer used the suspect device to check their blood glucose. They obtained a result of hi and dosed 10u of humalog insulin. A couple of hours later they were incoherent. Emergency medical technicians were called and they checked their glucose on their equipment and the level was 26 mg/dl. Emergency medical technicians treated them with a glucose IV. Controls were used on the system and they were out of range. The device was replaced and requested to be returned for eval.